Manufacturer narrative:
Lot number ¿ 17d031, 18j004, 18k015, 18m031, 19c009, and an unspecified lot number. Twenty-eight (28) single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of all twenty-eight samples was found to be within specification. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots (17d031, 18j004, 18k015, 18m031, and 19c009). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 37 </noe> malfunction events. It was reported that thirty-seven large volume folfusors had flow rate issues during infusion. Thirty-five devices underinfused, and two devices overinfused. Twenty-three of the events involved a female patient, ten events involved a male patient, and patient genders were not specified for four events. Patient ages were provided for fourteen events; the patients ranged in age from 23 years old to 84 years old. The events involved patients with no patient consequences. No additional information is available.

Manufacturer narrative:
Four (4) additional single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The devices were found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.